Event description:
It was reported that a device had a "fault door latch issue," during routine maintenance. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation found that the device alarmed for door not fully latched messages due to a failed upper aux. The failed upper aux was replaced.